Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet system with a libre 3 plus sensor experienced elevated glucose readings around 200 mg/dl throughout the day after sensor application, expressed concern about sensor performance, and was unable to sync the device for data retrieval; the user¿s glucose was trending down and in range by the end of the call, and education was provided that transient elevations can occur while the pump is learning glucose patterns. Symptoms included hyperglycemia. Outcomes included no injury and no hospitalization. Investigation included user interview, device history review based on available information, and troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and no confirmed sensor failure, with elevated readings attributed to the system¿s initial adaptation period and cause otherwise unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.